Event description:
The patient contacted animas on (B)(6) 2012 reporting that after rebooting the pump the buttons were not responding when pressed. The patient confirmed that the keypad was intact with no peeling, lifting, or damage. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a stripped battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.